Event description:
It was reported the camera head had no video image displayed. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found degradation of charged coupled device board and cable board connections. Based on the results of the investigation, a probable root cause cannot be identified. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.